Event description:
It was reported that after the case was removed a large mass was noted which on MRI was noted to be multilobulated with low signal consistent with a fibrous lesion. The doctor is unable to make a determination whether this is associated with the use of the exogen.